Event description:
An operating room supervisor reported the slit knife blades are often noted as dull during procedure. A second knife was opened and used to complete the incisions in each case that this event occurred. The supervisor also reported that there has never been any pt harm associated with these events. This is the third of three reports being filed for this facility.

Manufacturer narrative:
Samples have been received and in-house testing is in progress. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the company's acceptance criteria. A root cause has not been identified. (B)(4).